Manufacturer narrative:
Updated field b1: adverse event/product problem. Correction to field b3: date of event. Updated field b5: describe event or problem. Correction to field d4: model number, lot number, catalog number, expiration date and unique identifier (UDI) #. Correction to field d6a: implant date. Correction to field d6b: explant date. Updated field c2/d10: concomitant product/therapy. Updated field e1: initial reporter address 1 and initial reporter city. Updated field h4. Device manufacture date. Updated field h6. Patient codes and device codes and evaluation conclusion codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotum infection after the device was implanted. The patient had suppurative orchitis and developed swelling at the site of infection. The physician believed the device led to the infection. The device was removed. A new ipp was implanted at a later date. No further patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. The device was removed and replaced. No patient complications reported.